Manufacturer narrative:
Complaint confirmed. One unpackaged ar-2324pslc suture anchor, peek-swivelock serial/batch (B)(6) was received for investigation. Visual inspection identified that the device was returned for evaluation without the anchor or the eyelet, devices reported broken off during the event. The fragments generated during the event were not returned for analysis. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The probable cause of the event could not be determined from the information available and without parts involved for evaluation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-2324pslc peek swivelock had an issue. The tip of the anchor broke off during an unspecified procedure, was removed from the patient, no patient harm. This was discovered during use with no impact to the patient. On 1/6/2023, the sales representative provided the following information via email: this event occurred during a dos procedure on (B)(6) 2022. A green punch was used to prepare the bone socket for the insertion of the implant. The bone quality of the patient was unknown. A new ar-2324pslc peek swivelock anchor with an unknown lot number was opened to complete the case successfully. The device was sent back, no pictures were taken.